Event description:
The customer reported the observation of the uninterruptible power supply (ups) smoking while they were processing samples on an advia® 2120 hematology systems, serial number: (B)(6). There is no known reports of patient intervention or adverse health consequences due to the issue. There was no impact to sample testing or reporting patient results. The customer has a backup instrument to process patient samples,

Manufacturer narrative:
An outside the united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding the observation of the uninterruptible power supply (ups) smoking while they were processing samples on an advia® 2120 hematology systems the instrument was not serviced by a 3rd party. The customer turned everything off ( advia 2120 & ups). Siemens is investigating.

Manufacturer narrative:
MDR 2432235-2025-00026 was filed on january 21, 2025. Additional information january 27, 2025:the original problem is reported as a ups failure with the smell of smoke. The customer service engineer replaced the ups with a new one and the system is operational. This is considered normal troubleshooting, and no further action is required.